Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device failed to discharge. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was evaluated by a zoll representative on site. The customer's report was observed and attributed to a faulty multifunctional cable (mfc). The mfc was replaced to resolve the report. The device was recertified. Analysis of reports of this type has not identified an increase in trend.